Event description:
It was reported that at implant the lead was pricked with the needle of a subclavian kit and filled with blood during the placing of another lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the outer tubing overlay was breached cut. It was also noted that the inner insulation was kinked/buckled and the helix disengaged from the helical channel.